Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through log file analysis that there were a series of no external power events on (B)(6) 2022 due to the patient simultaneously disconnecting power from both controller leads. There were also several low power hazards around this time due to normal battery depletion. The log file additionally found a pump stop on (B)(6) /2022 at 6:41 am which appeared to be the result of a driveline disconnect. The pump was off for approximately 4 seconds before ramping up back to the set speed. There were also a few instances of the patient sleeping on batteries, which is not advised. There were no other unusual events recorded in the log file history.

Event description:
The patient's driveline was disconnected while attempting to untangle the driveline. The patient was instructed to never disconnect the driveline unless a controller exchange is being performed. The patient's implantable cardioverter defibrillator (ICD) was interrogated and the settings were adjusted accordingly. The driveline site needed to be covered by a 4 x 4 solid gauze on top of the drain sponge. The site needed to be cleaned with chlorhexidine, alcohol was not acceptable, and all materials must be sterile. The alarms were reported to have resolved and the patient's condition was fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a pump stop due to a driveline disconnect event. Review of the submitted log file revealed a transient pump stop on 14apr2022 due to the driveline being disconnected. This event was associated with driveline disconnect, lvad off, and low flow alarms. The driveline was reconnected approximately 4 seconds later, and the pump ramped back up to the set speed without issue. The system appeared to operate as intended at the set speed before and after the pump stop event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. In addition, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.